Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported both patient's leads had migrated which was confirmed via x-rays and patient experienced rib stimulation as a result. Surgical intervention may be pending to address the issue.